Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for (B)(4): the full lead was returned, analyzed and the helix had disengaged from the helical channel. It was noted that there was blood/body fluid on the distal conductor (not obstructed), there was blood in/on the helix mechanism (sleevehead) and there was blood in/on the helix mechanism. The analyst noted that the helix has been over-retracted.

Event description:
It was reported that physician was unable to extend the helix during the implant procedure. The lead was not used and a new lead was successfully implanted. No patient complications have been reported as a result of this event.